Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was showing as discharged in pyxis but had not yet been discharged (the patient was still admitted in epic). The customer was unable to reverse this status. The patient had originally been discharged and then readmitted after childbirth. The adt team was unable to create a new mrn due to this issue. The customer stated that this malfunction caused a delay in dispensing medication to patients and user was unable to remove the medications. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was showing as discharged although the patient remains admitted in epic. A technical support specialist (tss) dialed into the server to check the affected patient, who was showing a discharge status. Contacted customer, who reported they are usually able to perform reverse discharge but were unable this time. Tss reviewed the facility settings and found the reverse discharge timeframe set to 48 hours. Tss advised customer to increase the timeframe. Customer updated the setting to 336 hours and successfully performed reverse discharge. Patient now shows as admitted. The system functioned as intended after the technical support specialist troubleshot the device.